Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, procedure, when surgeon clamp tissue and press green the green button, surgeon could not squeeze the handle loop to fire. Surgeon release the black adjust knob to remove the instrument. New device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.